Event description:
The customer reported that the system was beeping and not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer was restrapped. The system was then found to be operating as intended.